Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure while attempting to lock the lead in place with the burr hole cover the locking mechanism would not lock in place. The physician replaced the burr hole cover and was able to successfully lock the lead down and complete the procedure.

Manufacturer narrative:
Device technical analysis: the returned burr hole cover was analyzed, and the clip, screw and cap passed all tests performed and exhibited normal device characteristics. The slider was able to lock down multiple test leads successfully.

Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure while attempting to lock the lead in place with the burr hole cover the locking mechanism would not lock in place. The physician replaced the burr hole cover and was able to successfully lock the lead down and complete the procedure.